Event description:
Complaint reported as: "may 2019, da qing people's hospital, doctor found cuff leakage during functional test prior to use on patient."

Manufacturer narrative:
Qn#(B)(4). Catalog # corrected to 116100-000390. Lot # is unknown. The sample was returned for evaluation. A visual exam was performed and a yellow stain was observed on the cuff. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff deflated rapidly. A water leak test was then conducted on the returned sample by immersing it underwater. Air bubbles were observed flowing out from the clear cuff. The area of leakage was observed under magnification and a cut mark was found on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "(B)(6) 2019, (B)(6) hospital, doctor found cuff leakage during functional test prior to use on patient."